Event description:
During a battery replacement the replacement device was observed to have high impedance with ohm measurement >10000 ohms. Troubleshooting included moving and cleaning the lead, visual inspection of battery and lead for defects or damage, and suction over lead port (no visible material in port). There were no visual defects observed upon examining the generator. A second replacement generator was implanted, this replacement had no impedance issues. This signaled that the high impedance issue was isolated to the initial replacement generator for the surgey. No other relevant information has been received to date.